Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon device interrogation, the right ventricular lead exhibited a polarity switch in (B)(6) 2020. Oversensing noise, high capture threshold, and increased impedance was also noted on the lead. X-ray was performed and no visible movement or fracture was observed during the patient¿s follow up on (B)(6) 2020. No intervention was performed. The patient was stable post event.